Event description:
The patient called lifescan and alleged that their meter was reading inaccurately high. The patient performed two control solution test; both failed. The patient stated that they were also obtaining high blood glucose results. They visited their physician to have their blood sugar tested. No blood glucose readings were provided. They stated that they were given more pills, which suggests high blood sugar. No other treatment was reported. The test strips were in good condition and codes matched. Based on the information provided, there is evidence of a meter malfunction; however there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.